Event description:
When the thermogard xp ivtm system (sn (B)(4) was powered on to start patient treatment, the console displayed a tcmid:05 (coolant diff failure) error message. The cool line catheter had been already inserted into the patient's body. The customer removed the catheter to use a non-zoll device to start temperature management therapy for the patient. There were no issues with the catheter. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's reported complaint that "thermogard xp ivtm system (sn (B)(4) displayed a tcmid:05 (coolant diff failure) error message upon powering on" was not confirmed during functional testing at zoll but was confirmed during the review of the event log data. The reported tcmid:05 error was not replicated, and the thermogard ivtm system functioned as intended during testing at zoll. Following troubleshooting, the likely root cause of the intermittent tcmid:05 error was determined to be related to the lm 34 temperature sensor. During visual inspection of the thermogard console, no physical damage was observed. During the review of the event log data files, several tcmid:05 error messages were observed around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed functional testing with no issues, and the customer's reported complaint was not reproduced. The zoll service personnel suspected that the lm 34 temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing and may have caused the console to display the tcmid:05 error messages intermittently. The lm 34 temperature sensor was replaced as a preventive measure to address the customer's reported complaint. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and all readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(4).